Event description:
It was reported that a homecare pt experienced problems with the seal and fit of the inner to outer cannulae on two, size 6 dcfn, disposable cannula cuffless fenestrated tracheostomy tubes. This was detected approximately twenty-four hours after insertion. It was also reported that the soft swivel neck-plate was unsatisfactory and caused minor irritation. There was one pt involved with no reported pt compromise. One 6dcfn was returned to the MFR 12/23/97 for decontamination, analysis and investigation.